Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal of left circumflex artery. A 2mm x 2.00mm nc quantum apex balloon was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 8 atms. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with a shelf box, product pouch, carrier tube (hoop) and a stopcock which was attached to the hub of the device. The balloon was loosely folded. There were multiple shaft kinks. The balloon was microscopically examined and revealed two pinholes in the balloon wall 4cm from the proximal end of the distal markerband with the balloon kinked at the same location. There was balloon material lifted around the pinholes and scratches. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal of left circumflex artery. A 2mm x 2.00mm nc quantum apex balloon was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 8 atms. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.